Event description:
A customer contacted stryker to report that their device had displayed a blank screen during patient treatment. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. The customer advised that a back up device was available and was used to continue patient care. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker received additional patient information from the customer. Patient fields in which information is not provided were intentionally left blank. Section b has been updated accordingly. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer has not agreed to return the device for investigation. The device was not returned for evaluation. The reported issue could not be verified, and the root cause could not be determined.

Event description:
A customer contacted stryker to report that their device had displayed a blank screen during patient treatment. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. The customer advised that a back up device was available and was used to continue patient care. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had displayed a blank screen during patient treatment. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. The customer advised that a back up device was available and was used to continue patient care. There were no reports of harm to the patient as a result of the reported event.